Event description:
Additional information received reported the patient died as a result of a ¿pain pump system¿s failure to deliver medication as prescribed¿. The death reportedly occurred within the past 4 years however, further information was not provided.

Event description:
It was reported the patient felt the "hose jagging" starting about 2 months after implant. The patient thought the "hose" came off, but the patient's health care professional (hcp) stated it was "ok." In (B)(6) 2011, the patient was doing "something" and then heard a noise that sounded like a big rubber band snapping. The patient went to the hospital as he thought he was going to go into withdrawal. The patient did not end up going into withdrawal though. It was noted the pump medication was raised because it was not helping. It was then determined the medication was pooling under the skin. The patient had surgery on (B)(6) 2011 during which it was determined the catheter broke off 3-4 inches away from the spine. During the surgery, the surgeon spliced a "piece of hose" and then closed. The next day, the patient was sent home and told to change the dressing in 1 week. When the patient changed the dressing 1 week later, he felt something wet as he was putting on the bandage. There was clear fluid coming from the wound that dripped onto the floor. The patient went to his hcp and was told he was leaking cerebral spinal fluid (csf). A "big" bandage was placed on the patient to stop the leak. It was noted the patient had developed a headache as well. The next day, the patient went to the hospital and the patient was given an IV, but it was unknown what was in the IV. It was noted the patient was in so much pain that he was lying on the floor in the hospital, and the patient was put in a holding area for 8 hours at the hospital. The patient had another surgery 10-14 days later in (B)(6) 2012 to address the csf leak and replace the entire catheter. The reporter stated it was not known the catheter was broken in the front and medication was not making it into the spine. The original catheter was left implanted and it was tied together with "some kind of t-block." Following the 2nd catheter revision, the patient developed pain that ran all the way up his body from his quads to calves to buttocks and then up the back muscles to both shoulders. The patient described the pain as "killing him." One day, the patient felt the incision in the back and then felt a "pop like a big zit." The patient had pus and fluid on his hand. The patient went to the emergency room where a culture revealed escherichia coli (e coli) in the spine. The patient was given 2 one week supplies of bactrim. It was also noted the patient had a recent x-ray because he thought something was broken again, but the results of the x-ray were not reported. Later the patient's hcp stated the patient was not compliant. The patient had missed several office visits and did not show up twice at the hospital to be admitted. The hcp reported the patient had not followed post-operative instructions and was performing physical activities that were restricted for him at the time of the catheter fracture. The patient was also not taking care of the wound/bandaging properly per the hcp, and that is why the hcp thought the wound got infected. It was noted the pump and catheter were not found to be at fault. The hcp stated the catheter fracture was distal and on (B)(6) 2011, the patient was admitted, had a catheter revision for the fracture and was placed on broad spectrum antibiotics both for infection and as prophylaxis for meningitis. The patient was still suffering from spinal headaches and continued to act against medical advice per the hcp. Everything had been tried to treat the headaches from increasing the patient's medications to abdominal binders and blood patches but nothing had worked. The hcp had no further information. The device system was used to deliver fentanyl, dilaudid, bupivacaine, and prialt.

Event description:
Additional information received reported further event detail. The event was noted to be device related. As reported the "catheter broke", the patient had catheter removed and new catheter placed, and developed an infection at catheter site. The reporter indicated that the patient was very non-compliant. Became very impatient and had signed out of the hospital against medical advice (ama) and did the same on several occasions in the past. Diagnostic x-ray of the catheter site on (B)(6) 2012 revealed the catheter needed to be replaced. A wound culture on (B)(6) 2012 was negative. Patient outcome was reported as recovered. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient was seen by various doctors for infection treatment, and pump was eventually explanted. Patient was then not receiving sufficient therapy with pump replacement medications. As previously reported, the patient was on oral antibiotics to treat e. Coli which developed in the patient's post operative wound. Additional information received reported that the patient's ''e. Coli went down'' in the beginning of (B)(6) and the patient went to their family physician, who prescribed more medications and made a referral to infectious disease. Patient took ''another weeks of bactrim'' and developed ''muscle pain up body- right side'' and stated that with the ''new catheter he got the same thing on the right side.'' The patient saw an infectious disease (ID) physician in the middle of (B)(6). The ID provider indicated that the pump should be explanted "as soon as the infection was fixed." The patient was then prescribed 6 weeks of bactrim. The patient reported that he is a "disabled vet and no one would take it out." Patient had to go out of state to have the device removed. Patient flew to pa to a va center and had the pump taken out the week prior to (B)(6) 2012. The healthcare providers indicated to the patient that he could get "strepses" if he did not have the "pump out right away." The patient learned when the pump was explanted, that the catheter that was previously revised, had been left in his spine, as they could not get it out when they did the revision. Patient was not made aware of this by his previous physician who performed the revision. Patient stated that the "doctors kept him in the dark, never called him, never told him he had e. Coli." Infectious disease warned the patient "not to mess with the catheter" and that "some e. Coli always stays in his body and can come back." It was unclear if there are any catheter segments remaining in the patient following the pump explant. The medical providers that removed the patient's pump assured the patient that "they were trained." However, the patient felt that there was an issue because "the docs did not know the pain conversion to get him on meds after taking the pump out." Therefore, the patient indicated that as of (B)(6) 2012, he was experiencing withdrawal. The patient had multiple medications in his pump which was explanted (fentanyl, prialt, dilaudid, bupivicaine). Following the pump explant, the patient had received a "shot of morphine in IV", and had a reaction; "blew up sides of forearms", which the patient was administered benadryl to fix. The patient also received a "shot of dilaudid" and stated "that did not go over well." The patient felt that the primary drug should have been made to that of the same in the pump, which was fentanyl. He did receive fentanyl shots in his arm. The patient was then prescribed oxycodone 30mg every 6 hours to "replace all the drugs" in the pump. The patient was advised by prescribing provider to use this as a breakthrough medication also. The patient indicated he was very upset with this medication replacement and that it was "not ok." He then received a 25mcg fentanyl patch, which also was not effective. The patient felt the equivalent therapy to pump medication administration was not being met. Patient then had a meeting the "all docs" and patient ended up receiving a 50mcg fentanyl patch. Patient indicated that the later found that the provider managing the pump explant medications "was not trained in pain management" and the patient was never told this. It was unclear what the exact timeline of events were regarding medication administrations, prescriptions and physician meetings regarding the pump system and recovery. Additional information had been requested, however, was not yet available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4) implanted: explanted:; product type: programmer, patient product ID 8709sc lot# n272931009 serial# implanted: (B)(6) 2010 explanted:; product type: catheter product ID 8598a lot# serial# (B)(4) implanted: (B)(6) 2011 explanted:; product type: catheter product ID 8590-1 lot# n264569 serial# implanted: (B)(6) 2010 explanted:; product type: accessory. (B)(4).

Event description:
Additional information received reported hydromorphone made the patient nauseous and gave him a headache. When the catheter was ¿jagging¿ it was pushing against the patient¿s skin. Before the catheter revision, the patient felt the beginning of the catheter ¿flopping around¿ where it attaches to the pump and it would pinch and hit inside his skin. The incision ¿popped¿ again after the first incident after seeing an infectious disease doctor. The patient was depressed.